Event description:
It was reported, the camera head had a black screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
H4: 6/3/2016 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new findings. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in cable unit, the endoscopic image cannot be displayed a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a black screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.